Manufacturer narrative:
Product analysis: analyzer malfunction was unconfirmed. The analyzer's battery was found to be depleted, but it passed all functional tests following battery replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was malfunctioning during pacing threshold measurement. The threshold test was completed with an a lternate analyzer. The analyzer was returned for service. No patient complications have been reported as a result of this event.